Event description:
Add'l info rec'd from MFR 08/30/2004: contacted healthcare user and hospital bio-med about the bent t-handle. The bio-med rep stated that the customer had this problem before and they could not figure out how the operating room staff damaged part/component. MFR informed the bio-med rep that the t-pin must locate into the centering pin through the use of the traction arc cart. The bio-med stated that they would review the process with the staff, and informed osi sales rep to follow up and provide an in-service that goes over the set-up and use of the operating room table with hospital staff.

Event description:
The traction bolt on the osi table was bent by the ortho team. The bed was not able to be used for the second half of the procedure. The pt was transferred to a regular or bed without any problems.